Event description:
Surgeon reported that during injection of silicone oil, the syringe used with the viscous fluid injector to inject silicone oil detached, during a vitreoretinal procedure performed with the accurus system. The surgeon stated that the syringe could not be fixed (attached) to the system properly as it does not resist the pressure that occurs during the surgery. The surgeon stated as a result of the syringe detachment a subchoroidal injection of the silicone oil occurred. The surgeon was able to remove most of the silicone. The surgery was completed, but there was a delay of approximately one hour. The patient's outcome is uncertain at this time. The surgeon indicated that the syringe detached at the connection to the tubing. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 10/01/2009.